Manufacturer narrative:
Intuvie received a report indicating that, during routine preventive maintenance (pm) testing, the infusion pump failed two performance tests: the ground resistance test, recording a value of 1.46 ohms, exceeding the passing specification of < 0.1 ohm. The 30psi occlusion test, recording a result of 20.15 psi, which is below the acceptable range of 22 to 38 psi. A review of the device's serial number history did not identify any similar complaints. Both failure modes were confirmed. The probable cause of the ground resistance failure was determined to be a component issue. The power filter was replaced, which resolved the problem. The probable cause of the 30 psi occlusion test failure was determined to be an out-of-calibration condition. The issue was successfully resolved through recalibration. Occlusion failure. Date of event: b3: 06/02/2025. Date received by manufacturer: g3: 06/02/2025. Reference to complaint (B)(4).

Event description:
Intuvie received a report indicating that, during routine preventive maintenance (pm) testing, the infusion pump failed two performance tests: the ground resistance test, recording a value of 1.46 ohms, exceeding the passing specification of < 0.1 ohm. The 30psi occlusion test, recording a result of 20.15 psi, which is below the acceptable range of 22 to 38 psi. No patient involvement was reported.